Event description:
It was reported to boston scientific corp on 9/19/08, that a hydrothermablator console unit (hta) was used during a therapeutic hydrothermal ablation procedure in 2008. According to the complainant, the hta froze after a case. The procedure was completed prior to the hta freezing. No pt complications were reported as a result of this event.

Manufacturer narrative:
The device has not been returned. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined.